Event description:
It was reported that a patient underwent a gastrectomy procedure on (B) (6) 2009. When the surgeon attempted to activate the device, the flap was too difficult to unlock. There were strange sounds and then the device could not obtain any suction. A second device was used with no adverse consequence to the patient.

Manufacturer narrative:
(B) (4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.